Event description:
The customer reported that the buttons are broken and there is no alarm tone when the sensor is disconnected from the alarm. There was no pt injury.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the buttons are ok, there is a broken battery door that cannot be locked. Reversed functions, which the unit will alarm when pressing on the sensor. The unit does not alarm when the sensor is unplugged from the alarm. (B) (4).